Event description:
Initial report: this case was rec'd from our affiliate. This case was reported on (B)(6) 2011 - local reference (B)(4). A ptc is initiated for this report: ptc# (B)(4). Initial report rec'd on (B)(6) 2011 and ptc initiated received on (B)(6) 2011 processed at the same time. This case involves a female pt born in (B)(6) who was injected poly-l-lactic acid (sculptra) 6 times, between (B)(6) 2009 to (B)(6) 2010. There was no mentioned of any concomitant drugs. Relevant medical history included info that the pt submitted to other aesthetic treatments (nos) on an unspecified time. In (B)(6) 2011, the pt experienced nodules in the neck and indurations in the cheek. The physician described the adverse event as seven visible nodules in the neck. The physician also indicated that the pt was injected poly-l-lactic acid (sculptra) in the cheek where she experienced small indurations that were palpable but not visible. The adverse event lasted more than 30 days. Detailed indication was not reported. Treatment details: (B)(6) 2009. Dilution volume: sterile water 9 ml and lidocaine 1 ml. Amount injected: 5 ml subcutaneously. Batch number: (nr, exp date nr). Region(s) injected (left and right): neck. On (B)(6) 2009. Dilution volume: sterile water 9 ml and lidocaine 1 ml. Amount injected: 5 ml subcutaneously. Batch number: (nr, exp. Date nr). Region(s) injected (left and right): neck. On (B)(6) 2010. Dilution volume: sterile water 9 ml and lidocaine 1 ml. Amount injected: 5 ml subcutaneously. Batch number: (nr, exp. Date nr). Region(s) injected (left and right): neck. On (B)(6) 2010. Dilution volume: sterile water 9 ml and lidocaine 1 ml. Amount injected: 5 ml subcutaneously. Batch number: (nr, exp. Date nr). Region(s) injected (left and right): neck. On (B)(6) 2010. Dilution volume: sterile water 9 ml and lidocaine 1 ml. Amount injected: 5 ml subcutaneously. Batch number: (nr, exp. Date nr). Region(s) injected (left and right): neck. On (B)(6) 2010. Dilution volume: sterile water 9 ml and lidocaine 1 ml. Amount injected: 5 ml subcutaneously. Batch number: (nr, exp. Date nr). Region(s) injected (left and right): neck. Corrective treatment: on date not specified the pt was infiltrated with triamcinolone. Lesional subcision and lesional excision (surgery) were also required. Regarding seriousness criteria, according to the physician it is unk if the adverse event did lead to permanent impairment of a body function or permanent damage to a body structure. The adverse event lasted more than 30 days. Regarding need of surgical intervention, the physician indicated that lesional excision was performed. Outcome: not recovered. History: concomitant disease/medication: none. The pt was submitted to other esthetic treatments. No previous similar events neither after poly-l-lactic acid (sculptra) nor with other products. No acute/chronic cutaneous diseases. Unk if autoimmune disorder, granulomatous disease, recent hormonal changes or tendency towards pathologic scarring. It is unk whether there is any alternative etiology for this event. Causal relationship: not specified. Action taken: not applicable. Outcome - not recovered/ not resolved.